Manufacturer narrative:
Tracking #.50657. D6: device returned with no lot ID. The instrument was rec'd in good condition. The instrument was tested and was found to be fully functional. The anvil shroud was removed from the anvil and it was noted that there was a thin layer of dried body fluids present in the shroud. During assembly, the anvil shroud is attached to the anvil spline by a heating process. This process does not ensure an airtight seal. The heat staking of the anvil was evaluated and found to be acceptable. Based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was reloaded with staples and it fired and formed all the staples as designed.

Event description:
It was reported the cdh33 was used during a low anterior resection. It was reported by the affiliate that while the surgeon left the anvil tied on the sigmoid colon, some feces leaked from the tip of anvil shaft and contaminated abdominal cavity. There was no consequence to the patient. 03/23/1998 additional info rec'd from affiliate. The surgeon irrigated the abdominal cavity and completed the anastomosis with the stapler.